Manufacturer narrative:
The third party service center has completed the evaluation for a ventilator that was returned with an allegation the ventilator's display screen was blank. The device was evaluated at the third party service center and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and sensor board need to be replaced to address the issues. The 17 other = device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's display screen was blank. The device was not in patient use. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party's investigation is complete.